Manufacturer narrative:
The sonicare brush head is an accessory to the flexcare power toothbrush.

Event description:
Consumer complained about bristles falling off in their mouth. No injury reported. No medical attention sought.

Manufacturer narrative:
The root cause of the customer's complaint is loose bristles.